Event description:
The clinician reported that his patient experienced a graft failure after treatment (socket procedure) with the calcium sulfate hemihydrate product. The grafting material had to be removed. The calcium sulfate hemihydrate product was mixed with a beta tri-calcium phosphate product and mixed with the fast set solution. There was no evidence of infection, the clinician reported that the patient was healing normally.

Manufacturer narrative:
Report of graft failure was in response to recall communication. The recall has been initiated for an issue relating to the sterility of the fast set solution included in the calcium sulfate kit. The fast set solution is used to help the calcium sulfate product set. Confirmed clinician used the fast set solution in preparation of the calcium sulfate hemihydrate material. Two lots of fast set solution were tested for bioburden and found to contain burkholderia multivorans.